Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for high out-of-range pacing impedance measurement, measuring greater than 2026 ohms in the right ventricular (rv) channel. There were no adverse patient effects reported. The device and rv lead remains in-service.